Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor screen not recognizing touch to initiate pump prep was not confirmed. The system monitor (serial number: (B)(6) was not returned for analysis. Provided information stated that system monitor was sent to john hopkins hospital clinical engineering for repair. The repair was not possible, so monitor was decommissioned. Pump prep was completed using a different monitor. The root cause for the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 07 nov 2016. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate ii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation, the system monitor screen did not recognize touch to initiate pump prep. The system monitor was turned off and back on but the issue did not resolve. When the buttons were pressed firmly the system monitor stated "command not sent." System monitor was exchanged and pump preparation was completed with the new system monitor.